Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the patient underwent flexible ureteroscopy. A urinary foley catheter was left in place postoperatively for drainage. While checking the patency of the catheter, the physician noticed that it had dislodged. Upon examination, it was found that the balloon had spontaneously ruptured, and the catheter was immediately removed.